Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for adhesive splatter on lot # 1088944. Manufacturing (holdrege) was notified of the observed issue. A review of the device history record was completed for batch# 1088944. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. On 12th oct 2021, holdrege received a photo complaint for adhesive splatter on cannula from lot: 1088944. A visual evaluation of the (1) photo exhibited adhesive splatter on hub (31ga 6mm bd insulin syringe). Process summary: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs, splatter and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the relion® insulin syringe experienced excessive adhesive. The following information was provided by the initial reporter: the customer reported a "needles bent" issue. During investigation of the samples received 1 additional issue was observed: "adhesive splatter".